Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was reported the patient¿s atrial lead signal could not be detected and had a high capture threshold. X-ray imaging confirmed the atrial lead was dislodged in the superior vena cava. The device was reprogrammed to solve the issue. The patient was stable.